Manufacturer narrative:
This supplemental report is being sent to add life-threatening as a possible outcome attributed to the adverse event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records have not been provided to date. It was alleged the patient experienced perforation, pain, obstruction and adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - patient underwent a hernia repair procedure during which a large bard composix kugel hernia patch was implanted. (B)(6) 2014 - patient presented with worsening abdominal pain, distention, nausea, vomiting, and increased watery ileostomy output. The patient underwent a CT scan, during which it was allegedly revealed that the patient's small bowel was dilated with air-fluid levels consistent with a finding of small bowel obstruction. (B)(6) 2014 - patient underwent an exploratory laparotomy. During this procedure, the patient's previously placed kugel patch was discovered in the anterior abdominal fascia. Once the sutures were removed, as noted in the operative report, the surgeon "found extensive adhesions from the small bowel to the kugel mesh particularly at the edge of the kugel mesh where there was a ring that was quite stiff and was invading into several loops of the patient's small bowel." The surgeon then completed the dissection and lysis of patient's adhesions. After the patient's small bowel "was free from the kugel mesh," the surgeon was "able to eviscerate the remainder of the patient's small bowel and identified a large portion of the proximal small bowel that appeared ischemic." The surgeon then "identified a single adhesive band at the base of the mesentery that was creating the obstruction." The surgeon went on to note that once this adhesive "band was lysed... There was a dramatic change in color of the patients' previously obstructed bowel. After this procedure the surgeon was "told by the anesthesiologist that was a dramatic improvement in the patient's blood pressure upon release of the bowel obstruction." (B)(6) 2014 - the patient underwent an additional procedure. Patient was forced to undergo this additional surgical procedure as she presented with adhesive bowel obstruction just one day after the release of her small bowel obstruction. During this additional procedure the surgeon re-examined the patients previously ischemic bowel and noted that it appeared "much more viable." After re-examining the patient's small bowel, the surgeon "continued with extensive lysis of adhesions taking down the bowel from the kugel mesh." The surgeon then noted that there was a small segment of the small bowel that appeared tenuous due to it's adhered to the kugel mesh and serosal tear during the adhesiolysis." Patients kugel patch had become adherent to her small bowel thus causing its obstruction. As such, small bowel resection with stapled anastomosis was performed and shortly thereafter, the patient's defective kugel patch was removed and replaced. It is alleged the patient experienced pain, perforation, adhesions and obstruction.